Event description:
Index surgery: (B)(6) 2014. Non-revision due to fracture of the humeral shaft under the humeral stem during glenoid exposition. Surgeon states event is definitely not related to devices. This event report was received through clinical data collection activities.